Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and a review of the logs. The equipment was found to function within manufacturer's specifications. The unit was returned to service. (B)(4).

Event description:
The hospital reported the unit was alarming for a communication failure. There was no report of patient involvement.